Event description:
Getinge ultraclean does not have an eos [end of support] date but nobody can get parts, including internal getinge. A company was acquired, and no new part numbers are available to purchase. Triton 36 and triton 72 models. Manufacturer response for cleaning system, ultraclean (per site reporter). Getinge is aware and is facing the same challenges acquiring the product.